Manufacturer narrative:
The psm has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the psm is returned (post engineering evaluation) or if additional information is received.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis (fa) confirmed the failure on the field. Fa investigation found that the arm failed the in-house brake weight drop test. Brakes were replaced with the current version to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.

Event description:
It was reported that the patient side manipulator (psm) failed the brake weight drop test. The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instrument. The psm was replaced to correct the reported issue. The system was tested and verified as ready for use.